Manufacturer narrative:
Product has not yet been rec'd by manufacturer, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: during demonstration of the device, the suction port on the attachable suction line came off.